Manufacturer narrative:
H3, h6: it was reported that, after a total hip arthroplasty (tha) surgery was performed on an undisclosed date, the patient experienced dislocation of the hip, which led to a visit to the emergency room on around (B)(6) 2023, the surgeon immediately scheduled a manipulation under anaesthetic (mua). At that time it was discovered that the polarstem was loose, this adverse event was treated via revision surgery on (B)(6) 2023, in which the polarstem, the femoral head and the or3o dual mobility xlpe insert 28/38 were exchanged. Patient's current health status is unknown. The complaint sample was not returned. No visual evaluation on the device could be performed. The production documentation could not be reviewed as the batch number is unavailable. Due to limited information, it is not possible to conduct a review of historical complaints and a review of past corrective actions. Nevertheless, the current complaint is aligned with the conclusion of the corresponding post market surveillance report. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the device labeling revealed that the current IFU (lit. No. 12.23, ed. 03/21) states joint instability and joint dislocation of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A medical evaluation has been performed. There were no clinical factors found which would have contributed to the reported loosening of the stem and subsequent revision. With the limited information provided, the patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. Based on the available information, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.

Event description:
It was reported that, after a tha surgery was performed on an undisclosed date, the patient experienced dislocation of the hip, which led to a visit to the emergency room on around (B)(6) 2023, the surgeon immediately scheduled a mua. At that time it was discovered that the polarstem was loose, this adverse event was treated via revision surgery on (B)(6) 2023, in which the polarstem was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).